Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the handle slot had the trip wire inserted. The suture thread was in good condition. The returned irrigation tube was in good condition. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy cannot be confirmed since the ligator head was not returned for analysis. Upon analysis the handle and the suture thread were in good condition. It is possible that the manipulation or the technique used at the time to interact with the device in conjunction with the patient anatomy could have affected the device functionality. However, since the returned device was incomplete, the required components cannot be analyzed, so it is not possible to confirm the reported event; therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure performed on (B)(6) 2023. During the procedure, it was noticed that the bands were sticking together. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during a ligation procedure performed on (B)(6) 2023. During the procedure, it was noticed that the bands were sticking togethter. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.